Event description:
Allegedly fractured during surgery when putting leg through range of motion, flexion and extension. Additional info: rec'd medwatch from hosp. Spoke with hosp and agreed that our product (trial) did not contribute to the adverse event but still wanted to send us a report. Chanley pin belongs to depuy.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the surgeon and the user facility. This report will be amended when the investigation is complete. This product was manufactured in another country. Depuy has been notified of their product envolved in the attached report (broken pin).